Event description:
Event description guidant received information that this pacemaker failed electrical testing during manufacturing. The device was returned to the reliability assurance laboratory for analysis.